Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) clearlink system continu-flo solution sets leaked from the luer lock ports. The infusion pump alarmed, indicating that the infusion was complete. Upon disconnecting the tubing from the intravenous (IV) line, a significant puddle was observed on the ground, along with dripping from the lower hub of the IV tubing. This occurred during patient infusion of ceftriaxone 2g in 50ml, followed by an approximate 17ml of saline flush. The puddle was weighed and measured at 40ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.